Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2008. Revision due to dislocation.

Manufacturer narrative:
After further review of additional information received the following sections a3, b4, b5, b7, d4, e2, g3, g4, g5, g7, h2, h4 and h6 have been updated accordingly. This device is used for treatment not diagnosis. Corrected data: health professional. Report source.

Event description:
It was reported that a patient who was originally implanted for a left knee on (B)(6) 2008 experienced two dislocations previously (captured in c2018-550 and c2018-551). A revision to try to eliminate a third dislocation was completed. The poly liner was removed and replaced it with a lateralized 15degree poly liner in a 36mm inside diameter. He also replaced the femoral head in size 36mm with a +10 length. The patient's hip was reduced, and all components were stable. This is one of two products involved with the reported event and the associated manufacturer report number 1038671-2018-00467.

Event description:
It was reported that a patient who was originally implanted for a left hip on (B)(6) 2008 experienced two dislocations previously (captured in c2018-550 and c2018-551). A revision to try to eliminate a third dislocation was completed. The poly liner was removed and replaced it with a lateralized 15degree poly liner in a 36mm inside diameter. He also replaced the femoral head in size 36mm with a +10 length. The patient's hip was reduced, and all components were stable. This is one of two products involved with the reported event and the associated manufacturer report number 1038671-2018-00467.

Manufacturer narrative:
After further review of additional information received the following sections g4 and h2 have been updated accordingly. Corrected data: b5: describe event or problem.